Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), after 180,000 joules were expended, error codes 211, 213 and 202. 2 were displayed. The device returned to be functional by itself 20 minutes later; however, when 360,000 j were reached the errors were displayed again. Troubleshooting was attempted by restarting the device. Five minutes after booting up the laser console, the tip of the fiber broke. The procedure was completed by a transurethral resection of the prostate (turp) procedure. There were no patient complications reported.